Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be the wrong positioning, lack of suctioning or not using the recommended flexible tubes by the user. Ventilation was tested with test lung in various conditions after the incident. No problem could be detected. In consequence (correction) a training was suggested for the hospital staff since we believe that the user shall use flexible tubing in case of assumed secretion to prevent flow sensor issues. There was no patient or user harm reported.

Event description:
Normally, the user own 3 c6 since (B)(6) 2021 and stopped using them in (B)(6) 2021 due to problem of behavior of the devices when proximal flow sensor failed in case of huge secretions (invasive modes s-cmv mainly used). They use humidifiers f&p mr850 for all ventilators. Hamilton medical provided loan of 3 g5 from our stock until a new software release for c6 where the s-cmv mode continue despite the proximal flow failed instead switching in pcv backup mode (promised by (B)(6) on their last visit on (B)(6) 2021). They complain now on the behavior of the g5 when proximal flow fails, where they remark measurements are missing and they think/feel g5 can't ventilate the patient.